Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen, there is a pixel issue on pump display. It was reported that the customer experienced an elevated blood glucose (bg) level. The customer's blood glucose level was 521 mg/dl. A bolus via pump was administered to address bg. The customer reverted to an alternate method insulin therapy.